Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of inappropriate shock therapy was not confirmed. As received, a complete lead was returned in one piece with the helix found compressed/ damaged. X-ray inspection found the inner coil was over torqued at the connector region and the helix was compressed which consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to over torqued of the inner and helix being damaged.

Event description:
Related manufacturer reference number:2017865-2024-37131, related manufacturer reference number:2017865-2024-37132. It was reported that patient presented to emergency room after getting inappropriate shock. Upon evaluation, it was found from x-ray that patient's right ventricular (rv), left ventricular and atrial lead was dislodged. It was also noted that the lv lead exhibited loss of capture and atrial lead exhibited p wave amplitude variation. The rv and lv lead was explanted and replaced. The atrial lead was repositioned on (B)(6) 2024. The patient was stable.